Event description:
It was reported that the physician noted the atrial lead exhibited inappropriate auto mode switches since (B)(6) 2013. The lead also exhibited low impedance. The physician elected to reprogram the device. No patient symptoms wer reported.